Event description:
It was reported that a needle sftygld 23x1 rb had detached safety mechanisms before use. The following was reported by the initial reporter: "email notes: I have gotten reports from a few nurses that there have been 7 or 8 instances where the 23g x 1 bd eclipse safety (the pink part) has come completely off when the nurse pulls it back slightly to administer vaccines. Who should I contact to move forward with reporting this issue? Pir description: when pulling the pinksafety back it snapped off. This occurred several times with different nurses. This occurred prior to use".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle sftygld 23x1 rb had detatched safety mechanisms before use. The following was reported by the initial reporter: "email notes: I have gotten reports from a few nurses that there have been 7 or 8 instances where the 23g x 1 bd eclipse safety (the pink part) has come completely off when the nurse pulls it back slightly to administer vaccines. Who should I contact to move forward with reporting this issue? Pir description: when pulling the pinksafety back it snapped off. This occurred several times with different nurses. This occurred prior to use".